Manufacturer narrative:
Should have been a rather than (B)(6) 2011. Analysis was normal. No anomalies were found.

Event description:
It was reported that the lead exhibited low impedance.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Other : na.